Event description:
It was reported by service report that the zoom drive function is intermittent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom function. Manufacturer's investigation is still ongoing. If additional info is received, a follow-up report may be submitted.